Manufacturer narrative:
Correction to h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over inflation of the balloon. The reported event for balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification) likely contributed to the event. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 5 cc of volume was added prior to inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 29mm sapien 3 ultra resilia valve in the native annulus, the balloon on the 29mm commander delivery system engaged with the calcium on the heads papillary chordae and small left ventricular cavity upon deployment, causing the valve to deploy more atrial than desired. The patient began to degrade, so the operator called for a second valve to be opened and prepped. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve more ventricular than the first valve. At the end of inflation, the balloon on the 29mm commander delivery system ruptured due to being engaged with papillary calcium. After interrogation by echo, it was found to still have moderate paravalvular leak. The operator requested a third 29mm sapien 3 ultra resilia valve. The third valve was deployed more ventricular to the first and second valve. At the end of the procedure, the patient was stable and the pvl was deemed trace via echo with a gradient of 3. Per report, the patient had severe annular calcium in the mitral valve, and papillary chordae calcium as well. The lvot was smaller in size as well, and lampoon was also needed to account for the smaller neo lvot. Prior to lampoon neo lvot was 1.7cm. Target neo lvot after lampoon was 2.8cm. After several attempts due to calcium burden, a lampoon and septostomy was successfully performed. The first valve was prepped with +5cc.

Manufacturer narrative:
Investigation is still ongoing.